Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st. Per op notes, ¿midline incision was made. The hernia sac was noted and dissected free. The hernia sac was opened and the contents were reduced. The hernia sac was removed. A ventralex st mesh was placed and sutured circumferentially.¿ on (B)(6) 2018 - patient was diagnosed with abdominal abscess and abdominal pain thereby underwent open repair with incision and drainage of abscess. Per op notes, ¿prior surgical scar was excised. The abdominal cavity was opened, and chronic abscess cavity was noted and drained. The fluid collection above the old mesh was drained. Small amount of serous fluid was evacuated. Wound vac was placed.¿ on (B)(6) 2019 - patient was diagnosed with infected mesh thereby underwent open repair with excision of ventralex st. Per op notes, ¿the fascia was opened circumferentially. Small bowel was adherent to the mesh was lysed. Fascia was completely excised. Small bowel loops were dissected free from the mesh. The infected mesh was excised entirely. The fascia was closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be the best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.